Event description:
It was reported that the patient experienced a few episodes of presyncope, and the right ventricular (rv) lead exhibited high impeda nces and thresholds. It was determined during the replacement procedure that the device setscrew would not tighten enough to keep the lead in the header. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet and misalignment with the set screw.